Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home peritoneal dialysis (pd) system kaguya set leaked from an unspecified location. The leak was further described as, "a large amount of liquid leaked and the inside of the front door was flooded". This occurred during an unspecified process step of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.